Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm noted then power error 25 alarm was triggered and noted in the download formatted history file. The power management graph was abnormal. After disconnecting and reconnecting the connector at printed circuit board, the unit was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer said power error reoccurred after troubleshooting the insulin pump within four hours. The insulin pump will be returning for analysis.